Manufacturer narrative:
Device not returned

Event description:
Reportedly, valve explanted at implant. Patient was under severe ischemic cardiomyopathy and had an aneurysm on the left ventricle. Echo showed level 2 to level 3 regurgitation. So the valve was explanted and another valve was put in its place.